Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l69913, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity and cerebral spasticity. On 2016-nov-22, it was reported that the patient¿s pump was explanted. Additional information was received on 2016-nov-28. The hcp reported that the pump and catheter had been removed due to chronic infection on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.